Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient said that she wasn't using the stimulation on her left side as it aggravates her back pain. This started occurring suddenly in (B)(6) of 2016. The patient has bulging disc and possible sciatica. The patient hurt her back while moving in (B)(6) of 2016. The patient is scheduled to get injections on (B)(6) 2016 and was going to ask if they could adjust her stimulation. It was noted that the patient's initial pain is that several years ago she was in a car accident. The patient also fell on ice in (B)(6) of 2010 and fractured/dislocated her tailbone and after the fall couldn't move her legs from the waist down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.